Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient slipped on ice on a handicapped ramp and fell flat on his back and that the vibration box on the device broke his ribs. The patient stated that he was given painkillers at the emergency room. The patient reported that he has removed the lifevest for the time being. During a follow-up, the patient stated that his injuries are improving and that his physician is encouraging him to wear the lifevest as much as possible.